Event description:
Pt reported the infusion device is giving boluses without being programmed. Pt reported failing down the stairs one morning because of low blood glucose level. Pt stated she passed out/fainted, but has no serious injury. Blood glucose reading was not provided. Pt's normal blood glucose level was not provided. Pt reported having no further injury. Pt stated she checked the infusion device history and the infusion device had given a bolus in the middle of the night and in the morning without being programmed to do so. Pt reported feeling better. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.